Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protégé rx self-expanding stent with a non-medtronic 8f guiding sheath to treat a 35mm plaque lesion in the patient¿s mid common carotid artery of diameter 6.5-9mm. Moderate vessel calcification and tortuosity are reported. A spider fx embolic protection device was used. No damage noted to packaging prior to use. No issues noted when removing the device from the packaging. IFU was followed. Device prepped without issue. Pre-dilation was performed using a 5x30 pre-dilation device. The stent was not passed through a previously deployed stent. No resistance was encountered during advancement. It is reported the stent dislodged during delivery to the lesion. The dislodged stent was removed. The physician made a cut and removed the stent and then converted to open surgery. No further injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no injury to the patient. No additional stent was placed to treat the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the protégé rx was returned inside a yellow biohazard bag with a non-medtronic sheath. No other ancillary devices were included. A visual inspection of the returned protégé rx showed the stent outside of the deployment system. The distal tapered portion of the sent showed a blue material wrapped around constricting the stent approximately 0.5cm from the distal tapered tip. The blue material is consistent with the material of the returned sheath. Traces of dried blood was observed within the struts of the stent. All tantalum spheres were present and accounted for. There was no indication of fracture of the stent. The distal tip assembly was inspected, and the tip was curved, and the distal rim of the blue outer was intact. The inner assembly was advanced outside of the blue outer and retainer was located approximately 4.5cm from the tip assembly. Dried blood was noted on the exposed inner. The non-medtronic sheath was inspected. At approximate length was 93.5 cm. The distal rim of the sheath was rough/jagged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.